Event description:
(B)(6). Same patient as MDR# 2134265-2009-01574, 2134265-2010-0128, 2134265-2010-02194, 2134265-2012-02584, 2134265-2012-02585, and 2134265-2012-02586. Same case as MDR#2134265-2012-08270 and 2134265-2012-08271. It was reported that post a stenting treatment procedure, the patient experience angina and vessel occlusion occurred. In (B)(6) 2007, the index procedure treated the de novo, type b1, 50% stenosed 3.0 x 12.8 mm target lesion located in the proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with a 2.5 x 15 mm unknown balloon inflated to 8 atm and the placement of a 3.0 x 12 mm taxus express2 stent deployed at 12 atm. Post dilation was performed with the stent delivery balloon. Ivus was performed confirming the stent was placed properly resulting in 0% residual stenosis. Non bsc stents were implanted in the mid and distal lad (3.0 x 23 mm, 2.5 x 18 mm). The patient was discharged the next day on bayaspirin and panaldine. In (B)(6) 2012, the patient presented with stable angina. Stenosis as found in the proximal lad and target lesion revascularization was performed. The 90% stenosed, 15 mm x 3.50 mm target lesion was treated with balloon angioplasty with 25% residual stenosis. The patient was considered improved and discharged two days later. In (B)(6), non-target vessel revascularization was performed. In (B)(6) 2012, stenosis was found in the proximal lad and target lesion revascularization was performed. The patient had no ischemic symptoms. The 90% stenosed, 15 mm x 3.50 mm target lesion was treated with balloon angioplasty with 25% residual stenosis. A rotoblator and an unspecified cutting balloon were used during the procedure. The patient was considered improved and discharged two days later.

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).